Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced. However, a probable cause was determined, and the phenomenon, ¿no image¿, was found to have occurred due to communication failure caused by cable failure. Additionally, user mishandling could not be isolated for cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The issue was observed during preparation for an unspecified diagnostic procedure. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # patient ID:(B)(6). Additional information provided by the customer: please see updates to b3, b5, e2, e3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. There was no image displayed on the screen due to a defective video cable. Additionally, cuts in video cable were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the hd camera head produced no image. There were no reports of patient harm or impact associated with this event.